Event description:
While investigating a (B)(6) female patient's electrode belt for an unrelated issue, a reportable problem was discovered. The patient's electrode belt connector was damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the trunk cable connector housing was broken, the locking nut was missing, and the connector pins were bent. The root cause for the damaged connector could not be positively identified but was likely physical abuse. No adverse event resulted from the defective trunk cable connector. The patient received a replacement electrode belt.